Event description:
The rptr did meter to hcp meter comparison tests. The tests were within 10 minutes, using the same finger stick. Their meter reading was 195 mg/dl, and their dr's meter (type unknown) had a reading of 95 mg/dl. No symptoms were reported. The rptr checks the strip confirmation dot for enough blood. A control solution test was in range. No harm was alleged.